Event description:
Technician plugged bed in and saw spark in fan area, circuit breaker tripped. Smoke observed coming from fan area. Tech moved bed into corridor and activated fire extinguisher. Colling fan wire short caused fire.